Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a PICC leak is confirmed and appears to be related to the use of the device. One 5 fr dl powerpicc solo catheter was returned for investigation. Two blue, valved infusion caps were attached to the luer hubs. Adhesive residual material was present on the outer surface of the hub and extension legs. Two indentations in the catheter were observed at the proximal end of the catheter and near the 0 cm depth marker. The sample was flushed with water using a 12 ml syringe and a leak was observed when flushing the red hub. The purple hub lumen was found to be fully occluded. Microscopic observation of the leak location revealed two circumferentially aligned splits at the proximal end of the catheter. The splits appeared to be in the early formation process since they are formed along the crease line but are not connected. The sample was cut near the 0 cm depth marker. The wall thickness was measured and was found to be within specification. The indentations observed near the split location combined with kinking of the catheter likely led to the formation of the split. The product instructions for use (IFU) contains information that may have prevented this reported issue. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redq0626 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the was PICC initially inserted on the (B)(6) 2019 into the cephalic vein as the basilic vein was too small. While flushing one of the lumens the district nurse noticed leakage of the saline from the PICC. She asked the patient to present to infusional services at the hospital. The PICC was removed on the same day. Secureacath was the fixation device used. A new PICC will be inserted on (B)(6) 2019 for the patients next treatment on (B)(6) 2019.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq0626 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the was PICC initially inserted on the (B)(6) 2019 into the cephalic vein as the basilic vein was too small. While flushing one of the lumens the district nurse noticed leakage of the saline from the PICC. She asked the patient to present to infusional services at the hospital. The PICC was removed on the same day. Secureacath was the fixation device used. A new PICC will be inserted on (B)(6) 2019 for the patients next treatment on (B)(6) 2019.